Event description:
During an in-clinic follow-up, loss of capture and loss of sensing was noted on the right atrial (ra) lead. X-ray imaging was performed which confirmed that the ra lead was dislodged. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.